Event description:
The hcp reported the pt was in the emergency room unresponsive and not breathing. A follow up report will be sent when additional information is received.

Manufacturer narrative:
B5 - additional information from the hcp reported the patient had presented with respiratory depression requiring intubation. The local emergency room had emptied the pump of approximately 15cc of medication and then transported the patient to another facility. Upon arrival at the reportig facility, the patient had his eyes open. The patient was discovered to have bilateral infiltrates suggestive of pulmonary edema, a urinary tract infection, and sputum positive for mrsa. The pump was refilled with 18cc of preservative free saline. The last dose adjustment was reported to have been on 12/15/2005 from a daily dose of 1451.6mcg to 1501.5mcg. The patient outcome was reported as stable condition with a tracheostomy tube.